Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient contacted the local germany regulatory compliance and quality system department reporting they had returned to the hospital approximately four weeks after an interventional procedure using a starclose se clip to close the arteriotomy because of a "skin allergy reaction". It is unclear from the customer if the allergy was produced by the starclose se clip. The patient reportedly has a nickel allergy. Also, approximately six months ago the patient under went a procedure and the arteriotomy closure was with a starclose se clip and at that time no allergy reaction was noted. The only information provided by the customer was that the patient had been treated during the latest procedure with a non-abbott drug-eluting balloon dilatation catheter. No clinically significant delay in the interventional procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The date of occurrence was reported by the patient to have occurred during (B)(6) 2014. The (B)(6) 2014 was used as the estimated date of occurrence. The starclose se device clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.